Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. Since the event date was not provided by the customer, it was captured same as the first contact date.

Event description:
The customer reported that he performed comparisons between the blood glucose readings obtained on the contour next ez meter and a different meter and received difference of 36 mg/dl. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Lot # 8bpec51d involved in the event occurrence expired in feb-2020. Therefore, in-house contour next ez meter was tested with the in-house contour next test strips from lot # 9gpeg09a, which gave a satisfactory performance.